Event description:
Per complaint (B)(4), a patient presented in-clinic with their dental implant in their hand. The patient reported that they were unsure of when the implant came out. Pain and inflammation were reported.